Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving six separate products. A systems level investigation is being performed to include all concomitant fmc products being used at the same time of the event. Medical records have been provided by the pt's attorney for an event reported via litigation. Additional files were opened based on a review of the medical records. The plaintiff's attorney alleged the decedent experienced a cardiovascular event on (B)(6) 2009, another cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010, after the use of the product. This is an esrd pt, with multiple comorbidities: morbid obesity, diabetes, coronary artery disease, congestive heart failure, hypertension, and uncontrolled diabetes mellitus who experience a questionable code at dialysis on (B)(6) 2009. There was a possibility that she was severely hypoglycemic at the time. Her troponins and cardiac enzymes were negative she was discharged in 48 hours. On (B)(6) 2010, she experienced a cardiac arrest at the outpatient hd unit and expired 4 days later. No death certificate/ and or autopsy report were available for review. No facility clinic logs were received. The device was not returned to the MFR for physical eval. Based on the info received at this time it is indeterminate if the product caused or contributed to this event. This review will be updated when additional info is received. Complaint cannot be confirmed based on current info. Currently it is unk if the device may have caused or contributed to the reported event. There is no history of specific malfunction or product being out of specifications, medical records received for eval are incomplete. Upon completion of the plant investigation a supplemental report will be submitted.

Event description:
The following is based on the medical records provided by the pt's attorney. The plaintiff's attorney alleged the decedent experienced a cardiovascular event on (B)(6) 2009, another cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010, after the use of the product. On (B)(6) 2009, the pt experienced a questionable code at dialysis. There was a possibility that she was severely hypoglycemic at the time. Her troponins and cardiac enzymes were negative. She does get hypoglycemic right around lunchtime, especially because she did take her insulin and was unable to eat due to the timing of her treatment. When she got to the hospital she was feeling fine. She denied any complaint of chest pain or any other problem. She was discharged in 48 hours. On (B)(6) 2010, she experienced a cardiac arrest and coded at the outpatient hd unit and expired 4 days later. At the dialysis center the hd staff stated they lost her blood pressure and she stopped breathing. They initiated CPR. They released her to the paramedics to bring her over to the ER. She coded in the ER once. Since her code in the ER she was on IV pressors and had no neurological response whatsoever since getting to the ICU. An eeg showed diffuse hypoxic encephalopathy. For a period of time she was in status epilepticus but eeg did not show any seizure activity. Shortly after extubation, she lost all spontaneous respirations and passed away.